Manufacturer narrative:
(B)(4)

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed. The lead parameters were normal. The patient will continue to be monitored remotely.